Event description:
It was reported by service report that the cot was difficult to load and unload from the rig. The cot was leaning to the patient right side due to worn inner and outer lift tubes. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Inner and outer lift tubes.